Event description:
The customer reported that in the nicu during a morphine infusion, the pcu alarmed for ¿calibration required¿ which caused the morphine module to power off unexpectedly. The devices were stopped and replaced. There was no report of patient harm.

Manufacturer narrative:
The reported event of inc-0362183 - calibration alarm, nicu file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the site visit alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no report of patient harm.

Manufacturer narrative:
The reported event of (B)(4) - calibration alarm, nicu file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the site visit alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no report of patient harm.

Event description:
The customer reported that in the nicu during a morphine infusion, the pcu alarmed for ¿calibration required¿ which caused the morphine module to power off unexpectedly. The devices were stopped and replaced. There was no report of patient harm.